Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being used on the left superior pulmonary vein on a video-assisted thoracoscopic single port lobectomy, the reload was adjusted to 45 degrees. After firing, the reload was unable to keep angle, continued to turn and provoke, almost picked off the blood vessels, but luckily completed the firing. They took out the gun from the thorax, found the black return button was unable to return, and the black part of the gun body was obviously loosen/broken. After removing the reload, there was a little spring dropping. In order to complete the case, they had to replace one new gun. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the instrument was di sassembled. The instrument was received with the retraction knob completely retracted, and the tube assembly completely separated from the instrument. Rotation knobs were observed welded to the instrument. Rotation knobs energy directors were observed deformed as expected. Unload button was not received with the instrument. Firing rod and j-channel were observed bent. Analysis was performed in order to determine the most probable root cause for this failure investigation. Manufacturing process and material were discarded as potential cause for this investigation. Current controls include 100% verification for proper assembly and functionality during the manufacturing process. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Noted condition may occur if the instrument is forced to operate in a thick tissue. Applying excessive force at the instrument shaft could cause the bent condition of the components during firing resulting in tube assembly disengage as observed. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being used on the left superior pulmonary vein on a video-assisted thoracoscopic single port lobectomy, the reload was adjusted to 45 degrees. After firing, the reload was unable to keep angle, continued to turn and provoke, almost picked off the blood vessels, but luckily completed the firing. They took out the gun from the thorax, found the black return button was unable to return, and the black part of the gun body was obviously loosen/broken. After removing the reload, there was a little spring dropping. In order to complete the case, they had to replace one new gun. There was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.